Manufacturer narrative:
Insulin pump received with blank display due to severely corroded battery tube. Insulin pump was unable to verify motor error due to blank display. Insulin pump received with slightly loose drive support disk. Insulin pump received with cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker.

Event description:
Customer reported the insulin pump alarmed motor error in the morning. Customer's blood glucose level was 136 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.